Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The sample device was not returned, preventing a more thorough functional evaluation. Due to the nature of this complaint, our medical team were asked to perform an investigation. The medical team concluded ¿no clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. The complaint dressing was not returned for evaluation. Should clinical documentation become available in the future, the clinical/medical investigation may be re-evaluated. No further medical assessment is warranted at this time.¿ the instructions for use included with renasys go includes a range of warnings and directions for use. For example: ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt).¿ ¿foam or gauze must not be tightly packed or forced into any wound area. Over-packing may interfere with distribution of npwt evenly across the wound. This may decrease the ability of the wound to properly contract and permit exudate to remain in wound.¿ ¿more frequent device and wound dressing monitoring, should be taken for patients who are or may be: ¿ suffering from infected blood vessels ¿ receiving anticoagulant therapy or platelet aggregation inhibitors, in addition to patients with intrinsic coagulation problems such as low platelet counts ¿ actively bleeding or have friable blood vessels or organs ¿ suffering from difficult wound homeostasis ¿ untreated for malnutrition ¿ noncompliant or combative ¿ suffering from wounds in close proximity to blood vessels or delicate fascia when monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.¿ the instructions for use must be directly followed to ensure safe and proper performance. On this occasion, no issues were identified with our product or procedures that could have contributed to or caused the reported failure modes (failure to alarm and suction failure). We recognise the severity of the complaint and will continue to monitor for any adverse trends. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when the patient followed up in the wound care center for a dressing change upon takedown, the wound was extremely macerated. The pressure was set at 120mmhg and the wound was packed with kci white foam, with our black foam on top with a "mushroom cap" because it was a small deep wound, and then bridged to the top of the foot where the soft port was placed. The patient claimed the pump did not alarm at any point. The clinician dressed the wound with a wet to dry and put a boot on the patient. The pump was looked at in "clinician mode" and the pump had logged 75 hours of usage.